Event description:
It was reported that the device had a power on reset. Wireless telemetry was not available nor any diagnostic data. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and a ram chip memory error was found. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters) for x rate limit, on (B)(6) 2011. Patient alert for device circuit error on (B)(6) 2011 10:37:17.